Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause could be due to mechanical error, operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the the patient underwent catheterization due to urinary retention and the rubber bump of the rice size was found with the wall of the foley catheter in the process of placement. The catheterization was completed after changing the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent catheterization due to urinary retention and the rubber bump of the rice size was found with the wall of the foley catheter during the process of placement. The catheterization was completed after changing the foley catheter.